Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was not available for return because of contamination; therefore, a technical analysis of the complaint device could not be completed. Risk assessment a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that when the sheath was replaced from non-boston scientific device to faradrive, blood was leaking from the valve. Approximately 10cc of blood loss occurred. No external damage was observed. An infusion pump was used, and continuous perfusion was performed for the irrigation of sheath. It was a continuous and slow leakage. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was contaminated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that when the sheath was replaced from non-boston scientific device to faradrive, blood was leaking from the valve. Approximately 10cc of blood loss occurred. No external damage was observed. An infusion pump was used, and continuous perfusion was performed for the irrigation of sheath. It was a continuous and slow leakage. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was contaminated.